Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes measured lead impedance was >2500 ohms. Lead impedance when measured by analyzer was approximately 600 ohms.